Event description:
On an unspecified date, primary plum set, clave secondary port, clave y-site, secure lock, where it was reported there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device is not available for investigation. The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complain. Section e: address details were provided.